Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that all of the keypad buttons were under-responsive. Also, it was reported that the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/10/2014 with the following findings: visual inspection revealed that the keypad cover was torn near the ok button. Evaluation revealed that all of the keypad buttons were unresponsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Also, the ok keypad button contact was found to be inverted. Unrelated to the reported event, the audio bolus button cover was missing. Also unrelated to the reported event, the display screen was dim and discolored. Lastly, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.